Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer¿s that blood glucose was 600, 199 mg/dl. The customer was treated with the insulin pump. The customer reported that the insulin pump had no delivery alarm. The customer reported that the infusion set cannula was bent. Troubleshooting was declined for high blood glucose. The insulin pump will not be and infusion set will be returned for analysis.